Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms and increased threshold measurements. Boston scientific technical services (ts) discussed troubleshooting options. The patient was not pacemaker dependent. A lead revision procedure was planned for a date in the future. No adverse patient effects were reported.

Event description:
Additional information was received that the patient was seen for electrophysiologist (ep) consult. The ep indicated that given threshold and shock impedance measurements were stable, no changes will be made at this time. The physician will continue to monitor.